Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent cartridge change errors occurred during the load sequence. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that a resume pump alarm occurred. Customer alleged that insulin delivery had not been suspended by the user. Reportedly, the alarm was cleared and insulin delivery was resumed. Customer's blood glucose was 140 mg/dl.